Event description:
It was reported that an empty pump reservoir occurred on (B)(6) 2013. The patient was currently in the hospital but the reporter did not have details on the hospitalization or patient symptoms. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received from a manufacturer'srepresentative (rep) on 2015-12-15. The rep was not with the patient at the time of the report. The rep stated that the pump had been empty for over a year and half. The patient was going to see a new healthcare professional (hcp) to fill the pump. If additional information is received, another follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer regarding a (B)(6)-year-old, female patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported the pump had been dry for 2-3 years and was alarming every hour. The patient wanted to know if the pump could still be used after being dry for 2-3 years.

Event description:
It was later reported that the patient was in pain and needed a pump physician. The patient¿s pain level was a ¿ten¿. At the time of this report, the patient was without a physician. There was no drug or saline in the pump. The patient had been in pain since the pump was ¿drained¿ about 4 months prior to the report. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, the patient was in the emergency room (ER) for pain that she had since approximately (B)(6) 2015. The pump had not been working; it had been empty "for a year and a half," also reported as it had been empty for a long time (as previously reported). The ER was not able to assist her. The patient was not getting any relief; there was no drug or saline in the pump, and the patient did not have a managing hcp. There were no interventions reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.